Event description:
It was reported that a patient underwent a right femoral endarterectomy on (B)(6) 2014 and suture was used on the subcutaneous tissue. During the procedure, the needle detached from the suture prematurely. The procedure was completed with the same device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) - a representative sample was returned for evaluation. The sample was visually evaluated and found to be acceptable.